Manufacturer narrative:
Reliability analysis not required; expired reservoirs.

Event description:
Customer reported she received a no delivery alarm during prime. She changed her infusion set and reservoir. Customer stated she had 4 reservoirs with pressure issues and the plunger blew off. Customer stated she is unable to press the transfer guard into the vial. Customer declined to provide blood glucose value. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.